Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, abscess and inflammation. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 14. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2024, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, bleeding, abscess and inflammation. No further patient complications were reported.